Event description:
The hygienist went to take an x-ray on a patient and the x-ray unit fell off the wall and hit the patient.

Manufacturer narrative:
The patient was allegedly hit by the unit when it fell from the wall. No information was available on if the patient sustained any injury.a review by a company representative and images provided, indicates that improper installation of the x-ray unit to the wall contributed to the incident. The wood that the top lag bolt was drilled into split causing the top lag to come loose over time. The unit fell from the wall when the casting at the bottom lag cracked due to withstanding the load force of the unit during use. Labeling provided with the x-ray units instructs the installer of the unit to verify the wall support capability prior to installation. Evaluated on site by dealer technician.